Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges " after insertion the balloon could not be inflated. Unknown if the device was tested prior to use. Patient was not injured. Procedure was not extended due to the defect. A 2nd device was used successfully." Customer reports there was no medical intervention necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation and sent to the manufacturer (contract medical international) for evaluation. The manufacturer reports the following: the lot number was not reported by the customer; therefore, a DHR review was performed on the suspected mg lot 622347 and related cat lots 622353 and 623860. No deviation was found in the records. The returned sample was functionally tested. Both balloons were inflated with a syringe via luer of extension line. The balloon on the blue tube was inflated with no difficulties. The balloon on the yellow tube could not be inflated. The reported issue was confirmed. The potential cause was determined to be human error during the gluing process. The balloon was twisted for more than 540 degrees which results in an inability to inflate the balloon. This defect was not detected during the subsequent in-process inspection, where all catheters should be 100% inspected for leakage. Corrective action has been taken to address this issue.

Event description:
Customer complaint alleges " after insertion the balloon could not be inflated. Unknown if the device was tested prior to use. Patient was not injured. Procedure was not extended due to the defect. A 2nd device was used successfully." Customer reports there was no medical intervention necessary. Patient condition reported as "fine".